Event description:
It was reported that there was a small insulation breach noted on chronic left ventricular (lv) lead when connecting it to the header. This was felt to be secondary to extensive use of bovie to free up leads in the pocket from fibrous encapsulation. Lead was repaired with medical adhesive and suture sleeve. Electrical testing of lead was within normal parameters throughout the case and again at pre-discharge testing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4076-52 lead, (B)(6) 2004; 6949-65 lead, (B)(6) 2004. (B)(4).